Event description:
Blood glucose read hi however had no symptoms of high blood glucose. It was reported within a few mins a back to back test measured 243 mg/dl so customer took 2 units of insulin and ate. No med treatment was sought or received reportedly. A request was made for the return of the suspect device and replacement product was sent.